Manufacturer narrative:
Product analysis found broken bearings. The drive shaft front bearing is broken and the nose bearings are worn. The motor is def ective. The pre-repair temperature test after 1 minute @ 80k rpms was: nose =160f, middle = 108f and rear = 84f. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the handpiece gets warm and has leaking oil during preparation for use. There was no delay nor patient involvement.